Manufacturer narrative:
E3 - occupation: non-health care provider. The customer's allegation was confirmed. The device evaluation found parts for the camera connector are missing. No visual or functional abnormalities were newly identified during the inspection. A device history review revealed no issues that could have caused or contributed to the reported issue. Based on the investigation results, no nonconformities were found. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that, the subject device connector part missing, and its appearance is clearly different. There was no patient involvement.